Event description:
During surgery, a suture hole bleeding was reported. It was stopped by using additional suturing. Since blood was detected from the drain, pt had to undergo thoracotomy for hemostasis. It is however unclear whether this is related to the suture hole bleeding. There was no reported pt injury. The graft remained implanted in the pt.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No product evaluation was performed since the graft remained in the pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of six products coated on the same day than the complaint device indicated values well within product specifications. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.